Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had put the pump into storage mode and had recently turned the pump back on. The customer was attempting to load a new cartridge when the pump reset expectedly. There was no patient involvement, as it was indicated that the customer was not wearing the pump at time of the reported issue. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump.